Event description:
A customer from the nicu reported "at line change one of the ports completely disintegrated. IV dobutamine was being administered and no harm came to the patient as the line change was in progress with another prepared infusion accessible in a timely manner." It is unknown what the infusion rate was but it would be below 5 ml/hr. The lines are changed every 24 hours or if the infusion has run out within that time. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.